Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements that were greater than 200 ohms. It was noted that the right ventricular (rv) lead is a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, the patient reported feeling stimulation in the pocket area. It was also noted that the high impedances lead to the signal artifact monitor (sam) disabling the minute ventilation (mv) sensor.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements that were greater than 200 ohms. It was noted that the right ventricular (rv) lead is a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD system remains in service.